Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's catheter tubing had to be replaced in the past and that she also had another defective pump. The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.